Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found an external insulation abrasion breaching the outer insulation consistent with friction to another device or feature of the patient anatomy. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.